Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. Emt reported complaint that blood glucose test result of lo had been obtained using the truemetrix pro meter on one of their patients; emt declined to disclose the patient's information. Test strip information was not obtained at the time of the call and no further information was able to be obtained.